Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure the drill tip broke in the patient. All broken pieces were removed from the joint and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The entire drill head has broken off from the shaft. Visual assessment of the passing pin confirmed it is bent approximately 2.5 inches from the drill tip end. The passing pin is heavily scored at the bend location. Attempting to drill over a bent passing pin would require the use of excessive force which likely led to the 4.5mm cannulated endoscopic drills failure. No root cause related to the manufacturing process can be established. Use error cannot be ruled out as a contibuting factor.